Manufacturer narrative:
Covidien reference number: (B)(4). Medtronic was not authorized to evaluate/service the device. A non-medtronic service provider opened the ventilator, disconnected all connections to the main printed circuit board, reconnected them and the display worked properly.

Event description:
It was reported that during set up the ventilator integrated display was not working. There was no patient involvement.